Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer was treated with insulin pump had pen. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).